Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/16/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/31/2015 with the following findings: a review of the pump¿s black box history showed that the data from the date of the event had been overwritten due to continued use of the pump. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no moisture or defects were found inside the pump. No defects were found to the motor drive. The complaint that the pump emitted an occlusion alarm when performing the rewind/load steps was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted an occlusion alarm when attempting to perform the rewind/load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.